Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 2.00mm rotapro was selected for use in a percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire, and crossed the lesion. During second ablation, the rotational speed increased to 250,000rpm. The procedure was successfully completed with another device. There were no patient complications and the patient's status was good post procedure.